Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used in the lungs during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the indication for the procedure was to treat a malignant lesion. During preparation outside the patient, the physician attempted to remove the mandrel but it was stuck. The catheter was pulled and stretched causing the deployment suture to unravel. The device was not used inside the patient and the procedure was completed with a different device.

Manufacturer narrative:
Reported event of stent partially deployed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.